Event description:
It was reported that during a laparoscopic low anterior resection, an error 5 occurred at the end of operation. Although the device was cleaned and re-assembled, the event continued. The blade was broken off when it was checked outside the operative field. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.